Event description:
The customer contact reported the endotool software program did not alarm when a blood glucose measurement was due. The endotool (B)(4) was being used to manage the pt's blood glucose level. No specific parameters were provided. After an unspecified length of time in use, the nurse noted that the endotool software did not alarm indicating that a blood glucose measurement was due on the pt at 0948. At 1033, the nurse took the pt's blood glucose measurement. No medical interventions were provided. Although there was potential for serious injury, the customer contact reported there were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).